Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge remained static at 105 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 395 mg/dl, and was addressed by delivering a correction bolus, and an additional 4 units of insulin. During a follow-up call on (B)(6) 2017, the customer confirmed that bg level had decreased (208 mg/dl) and the insulin gauge continued to display an accurate fill estimate.